Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported not feeling well, feeling fatigued and that their chest doesn't feel right. The patient further reported that their implantable pulse generator (ipg) was pacing below the lower rate limit. The ipg remains in use. No further patient complications have been reported as a result of this event.